Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator measured higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
The device's electronic records were downloaded by ventec for analysis where it was confirmed that the device had logged instances where peep (positive end expiratory pressure) measured higher than set. During testing, however, ventec was unable to duplicate the reported issue of high peep delivery. Additionally, ventec observed that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.